Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep). The patient was implanted with a neurostimulator non-malignant pain. It was reported that patient experienced severe left lower back and left leg pain since the end of (B)(6) 2019. The patient noted that ¿it never worked the same since the surgery¿ (referring to the lead revision/replacement in (B)(6) 2018). The patient had not used their implantable neurostimulator (ins) consistently since the revision surgery in (B)(6) 2018 and after the ins was interrogated on (B)(6) 2018, it was discovered that the ¿patient used 0% since the last programming session which was the day of the revision¿. On the day of the report upon interrogation, it read that the patient had the stim on 0% since the last session and adaptive stim (as) was not activated. It was also reported that the ins was dead on the day of the report, so they charged for 10-15 minutes in order for the rep to interrogate, but the patient did not want the stim turned on; they wanted the device removed. In the end, the healthcare professional (hcp) was going to meet with the patient to come up with a resolution. Additional information received from a manufacturer representative (rep). It was reported that the system itself never worked the same since the patient's surgery on (B)(6) 2018. The patient was not able to describe any specifics, but per a rep, the patient used 0% since the last programming session which was the day of the revision . The patient would not turn the stimulator on in the office when the rep saw him on (B)(6) 2019. The patient was very hesitant to even charge it. When the patient charged it and the rep interrogated it, it showed that the patient had used 0% since the last session. The patient admitted that he doesn't use the stimulator very much. The patient does not want stimulator and wants it explanted. The rep was able to charge the ins in the office on (B)(6) 2019, but the patient would not allow the rep to reprogram the device. The device was explanted. No further complications were reported.